Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the power switch was damaged due to deterioration. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during a gastroscopy procedure, the video system center was overheating, and power switch was damaged. Upon inspection and testing of the customer returned device, it was observed that the power switch was missing and not possible to switch on the device. This report is being submitted for the event found during estimation. The procedure was completed using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered no problem with the overheating, the device was full of dust which could cause overheating, the video and scope socket was worn out and the video connector does not lock properly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.